Event description:
It was reported that the 9800 system had no image on the left monitor and the system tracked to maximum technique. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power signal interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.